Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and observed the screen blinking on and off. Opened vent and removed and replaced display and performed touchscreen calibration. The ventilator is operating to specifications.

Event description:
The customer reported that while in patient use the ventilator screen went blank but continued to ventilate the patient. The patient was removed from the ventilator and placed on another ventilator, no patient harm.